Event description:
Upon regular inspection, the catheters were found to be crimped on the distal end. They were not used in a case and additional product was available for use. This MDR is associated with MDR 3005168196-2010-00428.

Manufacturer narrative:
Technical evaluation: the units were returned in their sterile packaging and were not removed. The first catheter showed a flat spot between 1.5 and 3.0cm from the distal tip. The second unit showed a small ovalization between 4.0 and 4.3cm. Conclusion: the incident was confirmed as reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.